Event description:
It was reported that during an unknown procedure it was difficult in closing the stapler and the firing knob does not move forward during firing.

Manufacturer narrative:
(B)(4). Date sent 12/16/2024. D4 batch #804c73. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ntlc75 device was received with no apparent damage, and no reload received. The device closed as expected. During functional test, the knob was noted stiff, and a visual inspection was performed on this area and damage was noted on the firing knob and knob lock. The condition of the knob did not allow the knob to move freely. No conclusion could be reach on what caused the condition of the knob. No functional test was performed due to the condition of the device. No conclusion could be reached on what caused the knob damaged. Please refer the instructions for use for more information: with the instrument closed, the firing knob is rotated to either side of the instrument. In its pre-firing position, the firing knob cannot be rotated from its pre-firing position unless the alignment/latching lever is engaged. Although no conclusion could be reached on the cause of the reported event of "difficult to close", the instructions for use do contain the following caution: before firing, ensure that the cartridge/reload fork and the anvil fork are aligned. Close the alignment/locking lever completely when the tissue is properly in place. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 804c73, and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if there was any change in the post-operative care of the patient as a result of the event? There was no patient consequences. There was no change in post operative care of patient due to event.